Manufacturer narrative:
H6: premature separation code removed.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-23817 it was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, upon attempt to initially load the lp to the delivery catheter, the lp failed to connect and released onto the sterile table. A second attempt to load the device was successful, however once the funnel tool was removed the device released and fell on the unsterile floor. A new lp was opened and loaded onto the initial delivery catheter without issue. The procedure was completed successfully, and the patient was stable.